Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. It was reported that the customer was using auto mode. It was reported that the several pink dots insulin pump and automatic boluses. It was reported that the insulin pump was delivering more insulin. The devices will not be returned for analysis.